Event description:
Biomed was called to patient room because the nurse call could not be reset with the ventilator connected to it. The respiratory tech was present and all alarm conditions were cleared from the ventilator, but the unit stayed in alarm mode setting off the remote alarm to the nurse call system. The remote alarm cable was replaced, no change in symptom. The rt bagged the patient while the unit was replaced. When the unit was restarted the same alarm condition continued. Unit taken out of service and manufacturer notified. Manufacturer came to hospital four days after event, verified the failure, and took unit for further investigation.